Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower newly admitted patients was not appearing under all available patients and patients who have been discharged are still displayed. The customer stated that malfunction caused delay in dispensing the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following fields have been updated with additional information: b1, b5, and h6. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 28-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that newly admitted patients did not appear in the list of all available patients. A technical support specialist (tss) accessed the station remotely, checked the database size, and reduced it from 9.8gb to 6gb. Devices with bloated databases performed a full synchronization, restoring proper functionality. The customer agreed to close the case, confirming the issue had been resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower newly admitted patients was not appearing under all available patients and patients who have been discharged are still displayed. The customer stated that malfunction caused delay in dispensing the medication. There were no adverse events or injuries reported based on this incident.